Event description:
The patient was given two units of blood.

Event description:
It was reported that the procedure was to treat a perforation in the circumflex artery. A 3.0 x 19 mm graftmaster was successfully used to treat the perforation; however, during the procedure the stent could not advance through a 7f guiding catheter, and it was exchanged for an 8f guiding catheter. During the exchange, the patient had a pericardial effusion and a pericardial window was performed. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.